Event description:
The customer reported that the evis exera iii video system center was not producing an image during procedure preparation. According to the initial reporter, another device was used to complete the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image was being produced due to a defective circuit board set. Additionally, the socket was worn out and would not hold the camera head properly. The power switch was also noted broken. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation and to correct field g2. G2 - report source did not have the fields "foreign" and "other" checked on the initial report. This has been corrected. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it was determined damage to the inner board caused the event. However, it is unknown how this damage occurred. Olympus will continue to monitor the field performance of this device.